Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2352-50; serial number: (B)(4); batch/lot number: 13607729/13607730; model/catalog description: linear 3-4 lead 50 cm. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure. No further information could be obtained.